Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an ez-io driver with no visible damage or defects. The green led light displayed when the trigger was pulled. The driver was subjected to functional testing including rpm evaluation, simulated use sawbone insertions. The driver powered off after approximately 4 seconds and was unable to perform medium profile insertion. The firmware was evaluated and the data was found to be corrupted. Although the red led light did not display, the device was at the end of its useful life. This device was manufactured prior to an update to the printed circuit board and firmware to reduce the likelihood of corrupt diagnostic data. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the drill lacks power to insert the needle. The driver failed during insertion. A second attempt was made with no success. An additional driver was obtained from another ems personnel and completed insertion. Captain bill evans, the user of the device, stated that the failed driver did not contribute to the patient's death, as the patient was dead prior to insertion.